Manufacturer narrative:
(B)(4) incision enlargement. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a capsule tear occurred after a lens, model zct300, was opened and inserted into the eye of an (B)(6) male patient. The surgeon removed the lens. An incision enlargement, sutures and a vitrectomy were required. No patient injury post-op was reported. No additional information was provided.

Manufacturer narrative:
H11: corrected data: this report is being submitted as follow-up number one (1) for manufacturer report number 9614546-2016-00247. In review, what should have been follow-up #1 was inadvertently submitted with the number two (2) populated in section g6 type of report follow-up #. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d10: device available for evaluation? Yes, returned to manufacturer on 07/11/2016 section h3: device returned to manufacturer - yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection was performed and it was observed that the lens is damaged, most probably to make remove and replacement possible. The lens was inspected using 12x magnification. Despite damages no event related anomalies were identified. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.